Manufacturer narrative:
Device is still implanted.

Event description:
The manufacturer was notified on 26 sep 2016 that within 1 year and 6 months after implantation of mitroflow 12a21, increase in aortic jet velocity was found along with reduced motion of the cusps. The sequence of events as follow: on (B)(6) 2015 the mitroflow 12a21 valve was implanted in the patient. On (B)(6) 2016 (the exact date is unknown) the following was revealed by examination on the patient, which was performed during his hospital visit for a problem in cardiac function unrelated to the bioprosthetic valve: the aortic jet velocity had been increasing since december 2015 (as shown below): (B)(6) 2015, aortic jet velocity of 2.3 m/sec, (B)(6) 2016, aortic jet velocity of 2.9 m/sec. On (B)(6) 2016 , aortic jet velocity of 3.5 m/sec and pressure gradient of 47 - 48 mmhg at peak. -on echocardiography, leaflet motion of the overall cusps was found to be reduced. It could not be identified whether this change in thickness was due to thrombus. Tee observations as of (B)(6) 2016: the leaflets were found to be thickened and suspected to be highly degenerated. Although the leaflets were still able to open, bioprosthetic valve stenosis was suspected. No obvious vegetation was found on the leaflets. The cusps of the valve appeared thicker than before on echocardiography. It could not be identified whether this change in thickness was due to thrombus. The valve is still implanted.

Manufacturer narrative:
Design history record review completed oct 26, 2016: the complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model 12a21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model 12) mitroflow aortic pericardial heart valve at the time of manufacture and release. Echocardiogram observations were received on (B)(6) 2016: on (B)(6) 2016 ¿ tte (2 studies) thickening is diffuse, involving all 3 leaflets. Peak gr is 31, but seems to be suboptimal recording. On (B)(6) 2016 ¿ tee diffuse thickening with no mobile masses. Appears to be prosthetic valve degeneration. Cannot determine gradients. - tte similar findings with mg=30 mmhg, pg=53 and v2 3.63 m/sec. On (B)(6) 2016 ¿ poor imaging of the valve. On (B)(6) 2016 ¿ tte- thickened leaflets with significantly reduced mobility mg 30 mmhg, pg 49 (v2=3.52 m/sec). Lv dysfunction with akinesis of the septum and anterior walls. On (B)(6) 2016 ¿ tte ¿ thickened leaflets with significantly reduced mobility mg 27 mmhg, pg 39 (v2=3.13 m/sec). Lv dysfunction with akinesis of the septum and anterior walls.